Manufacturer narrative:
A4 is unknown. The device was not returned for evaluation. It was reported that the device was explanted and not saved by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to the hospital with chest pain and a left heart catheterization revealed lesions in the left anterior descending artery (lad) and right coronary artery (rca). One drug eluting stent was placed in the lad and one in the rca. Following the coronary intervention, an impella cp was placed via the right femoral artery with no complications and the patient was sent to the unit for rest and recovery. On day three of support, it was reported that the patient experienced ventricular tachycardia that self-resolved. Amiodarone was administered as a result of the arrhythmia and additionally the patient was administered levophed to achieve a mean arterial pressure greater than 60 mmhg. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6: type of investigation, added codes b11 and b13. H11: added the results of the investigation. Investigation summary no product was returned for investigation. Ventricular tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1970125. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.